Manufacturer narrative:
As no further information could be obtained, this investigation is complete at this time. The reported allegation can not be confirmed nor denied. Should additional information become available, this event will be updated.

Event description:
Additional information was received. No x-ray could be found and no further information regarding this issue could be obtained.

Event description:
Boston scientific received information that during a follow up visit, interrogation revealed this lead displayed increased impedance measurements of more than 500 ohms since the previous visit. All other lead measurements were within normal limits. An x-ray will be performed to determine whether there is a lead fracture. No adverse patient effects were reported.

Event description:
Additional information was received: during a revision procedure, the physician verified this lead had been seated into the header appropriately. The pace/sense portion of this lead was disconnected. Testing with the pacing system analyzer revealed high out of range impedance measurements and increased threshold measurements. A decision was made to implant a new pace/sense lead and abandon the pace/sense portion of this lead. Post procedure, measurements were normal.

Event description:
Additional information was received. No inappropriate therapy had been delivered. All other lead measurements were within normal limits. As all other measurements were normal, the patient will be followed in three months and have the x-ray prior to that scheduled visit.

Event description:
Additional information was received: during a further follow up visit, the impedance measurements have continued to increase. In addition, increased threshold measurements were displayed. A review of the arrhythmia log book did not reveal any episodes; sensing trends were stable. Isometrics did not reveal any issues. There was no evidence that the sensing is compromised. Technical services was contacted and recommended further monitoring and review of the x-ray.

Manufacturer narrative:
When additional information becomes available, this event will be updated.